Manufacturer narrative:
The clinical patient ID is (B)(6). The patient's date of birth is (B)(6) 1966. The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2018 as part of the (B)(6) clinical study. This complaint is being reported based on the event of asthma requiring hospitalization. On (B)(6) 2018 the patient was admitted to the hospital as planned by the physician for the bronchial thermoplasty treatment. On (B)(6) 2018 the patient underwent the second bronchial thermoplasty procedure performed in the left lower lobe of the lungs. No issues noted with the device. On (B)(6) 2018 the patient was discharged from the hospital following the bronchial thermoplasty treatment. According to the complainant, on (B)(6) 2018 the patient developed asthma that was treated with systemic steroids. It was necessary to hospitalize the patient due to this event. The exact dates the patient was hospitalized and discharged were not reported. On (B)(6) 2018 the patient recovered from asthma.